Event description:
Revision surgery - due to the patient had severe fall and cemented acetabulum spun out after primary left total hip.

Manufacturer narrative:
The agent reported, patient had severe fall and cemented acetabulum spun out after primary left total hip. Complaint has been evaluated and is similar to report number 1644408-2022-00463; 400-03-402, s809 - trauma, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.